Event description:
It was reported that during a podiatry case at the user facility the micro oscillating saw was not holding the blade, causing it to move back and forth. It was reported that the blade cut a tendon and doctor had to repair the cut. The procedure was completed successfully. No clinically significant delay and no permanent damage to the patient were reported.

Event description:
It was reported that during a podiatry case at the user facility the micro oscillating saw was not holding the blade, causing it to move back and forth. It was reported that the blade cut a tendon and doctor had to repair the cut. The procedure was completed successfully. No clinically significant delay and no permanent damage to the patient were reported.

Manufacturer narrative:
During evaluation of the device, the micro oscillating saw exhibited slight blade whip. Upon visual inspection, the device was found to have internal corrosion, which is the probable cause of the reported event. The device was repaired and returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.